Event description:
It was reported that a patient received inappropriate therapy due to afib with rapid ventricular response. The device was reprogrammed with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.